Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the door cable slides were sheared and the door cable did not wind properly onto the spool. It was also found that there were sheared off screws. The sheared off screws were extracted from the system. The door cable slides and the door winch assembly were replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The door cable slides were discarded. The door winch assembly was returned to the manufacturer but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while getting the system ready to be moved into the operating room (or), the system¿s door would not open. It was also reported that the door was not able to be opened manually. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: analysis was completed for the door winch assembly that was returned. Through visual/physical examination, functional testing, and performance testing, the reported issue was confirmed. A motor isolation test was performed and it passed with no internal shorts or opens. The motor was then installed on a motion test cart; the motor functioned but the output was weak. Analysis determined that the door winch assembly had a mechanical failure due to a weak motor. If information is provided in the future, a supplemental report will be issued.